Manufacturer narrative:
(B)(4). G2: canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while extracting the trial, the impaction plate broke off the broach handle. There was no harm or health consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the broach handle had gouging all around the handle body as well as some gouging on and near the lever. There is also some damage around the holes in the handle of the device. The t handle of the device was also not returned. The strike plate of the broach handle has fractured away from the body and not all of the pieces were returned. The device was submitted for further analysis. Optical images of the strike plate weld fracture surface did not reveal clear artifacts for the most part except for few indications of river lines. Generally, due to their altered grain structures, weld fractures often do not exhibit the typical fracture artifacts seen on forged or machined materials. However, due to the presence of river line indications it is suspected that the strike plate weld fractured due to overload. The complaint is confirmed based on the evaluation of returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.